Manufacturer narrative:
The fse instructed the customer to restart the device which restored proper operation.

Event description:
The customer reported that the piic hung. There was no patient incident.